Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Patient status-post primary bilateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011 with continued pain and revision of posterolateral lumbar fusion (with instrumentation) l5-s1 on (B)(6) 2012. On (B)(6) 2012 it was reported that (B)(6) had grown from cultures taken on (B)(6) 2012. Patient to receive outpatient IV antibiotic therapy on a daily basis. Patient receiving weekly crp and white cell count checks to be review in 2 weeks. This is the sixth of 10 reports submitted on this event.